Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable to duplicate the reported issue. The test plug was recognized and the user test successfully completed on the test mock up device. Further component root cause was not determined.

Event description:
Customer reported that the device failed the user test. Physio-control evaluated the device and observed that it was not recognizing the test plug hence suggesting a problem with therapy cable and/or defibrillator to deliver defibrillation energy. There was no patient use associated with the reported failure.